Event description:
Reporter alleged blood glucose results were 573 & 263 mg/dl during back to back testing. It was reported glucose read 367 mg/dl so customer took 10 units of insulin and then became unresponsive so paramedics were called. Paramedics reportedly could not obtain a result due to glucose being so low and treated customer with a glucagon shot before transporting her to the hospital. Reporter stated hospital result was 118 mg/dl upon arriving. Time frame between the customer taking the insulin and passing out was not provided however indicated being reportedly a short period of time. A request was made for the return of the suspect device and replacement product was sent.